Event description:
Pt with unstable angina went for l-heart cath & cinearteriograms. At conclusion of procedure portion of guide wire introducer fractured during removal - remaining in the pt. Caused perforation of r-deep femoral artery and hypotension requiring treatment with plasmanate and a radiologic consult. Large hematoma in profunda artery and 3 introudcer fragments were noted and subsequently removed surgically.